Event description:
It was reported to philips that the allura system is down as it gets frozen. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging up. Review of the system log file showed that the malfunctioning host-pc. The fse replaced host pc's hard disk and reloaded the operating system and software. After replacement of host pc's hard disk and reloading of the operating system and software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.